Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient stated that their skin becomes irritated and infected within the first five days of wearing the sensor. The patient had tried recommended barrier products unsuccessfully and she stated she was left with permanent scars. This is being reported based on the allegation of permanent scars. No additional patient or event information is available.